Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A person reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The caller stated they bought the insulin pump from a classified add. The caller was informed that it is illegal to buy or sell insulin pumps in that fashion. The caller hung up the phone.